Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose (bg) level of 426-430 mg/dl in range. The customer was treated with intravenous insulin and saline and left the ER same day with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the customer was using pump supplies beyond labeling. Tandem customer technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.